Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Blood glucose value not provided. Reportedly, customer was involved in a motor vehicle accident due to low blood glucose. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.